Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: when the pump was returned, a blank and cracked display screen was observed at power up, with audible tones and vibrations. The complaint of a line through the display could not be duplicated due to the blank screen. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.